Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hyperglycemia. The high blood glucose event value was 396 mg/dl. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump prior to hospitalization, and the sensor was not connected at the time. There is no mention of the auto mode feature at the time of the event. Insulin was administered via syringe and insulin pump in the hospital. There were no recent changes in prescription medications, and ketone testing was not performed. The customer declined further troubleshooting and was advised to contact their healthcare provider as needed. No further patient complications were reported. Mmt-242a, mmt-332a, mmt-1884 were not expected to return.